Event description:
Drug effect (morphine pump) over sedation. In ER with overdose like symptoms. "Fell into unconsciousness." Respiratory rate 5 -admitted to pcu for 6 days. Admitted to the hospital. Change in mental status, vomiting (interthecath, intact), pt confused, no recollection of event. Never had a history of hypertension. Respiratory rate down to 5 per minute. Several doses of narcan administered. Elevated troponin (no cardiac history). Cardiology work-up performed and pt remained for 6 days in progressive care unit. History of reflex sympathic dystrophy. Conclusion was oversedation. Not taking any oral narcotics. Event abated after use stopped: yes. Returned to dr (B)(6), ptm.